Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube thread and severely scratched display window noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.